Event description:
The customer observed architect i2000 error code 1007, (unable to process test, activated read failure) when an unknown lot of reaction vessels (rvs) was in use. There was no leakage or breakage from the level sensor valve. There was no impact to patient management.

Event description:
The customer reported to largo customer service a pump with failure code 500:320:654:000. This event occurred in the emergency room during patient therapy patient connected. The therapy was stopped for an unknown length of time. There was no reported patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B) (4) a baxter service technician evaluated the pump and confirmed the customer reported condition. Upon completion of baxter's investigation of this report, the pump will be routed to our service department for the appropriate servicing to be completed prior to being returned to the customer. The software (B) (4) and will be categorized as a colleague 2006.

Event description:
It was reported that it became unable to measure cco during use. There were no patient complications reported.

Manufacturer narrative:
There is an ongoing CAPA investigation, (B) (4) associated with this report. (B) (4)

Manufacturer narrative:
The device has not yet been received for evaluation of failure code 500:320:654:000 which led to an interruption of therapy. Should the pump be received for evaluation, a follow-up report will be filed upon completion of the evaluation, or if additional information becomes available.

Manufacturer narrative:
The date the device was returned to baxter is 10/13/09. (B) (4)

Event description:
It was reported that diagnosis is coronary artery bypass graft surgery. While in the operating room, the intra-aortic balloon (iab) was inserted sheathless into the right femoral artery. "On the intra-aortic balloon pump (iabp) the 'stand by' mode was pressed & pump was on 'on' mode for 15 minutes. The iab started functioning well, but the waveform augmentation was not satisfying. As a result, the iab was kept on 1:2 mode. The inflation and deflation was checked and adjusted for proper waveform. The pump was kept on standby mode to check the position of the balloon. After repositioning again, the iab was put on 1:2 mode to check inflation and deflation after the adjustment. On the monitor, the balloon augmentation wave form was not satisfactory. As a result, we used the alternative datascope pump which showed on the display after autofilling it showed 'autofill failure' frequently. Again we went back to the arrow iabp and it showed "balloon leak" on the monitor, so we checked and confirmed all connections. At this time we decided to use another 8fr 40cc rediguard iab. The pt outcome is listed as 'good augmentation.'